Event description:
The event is reported as: there were problems firing stapler when squeezing the handle. No patient injury reported.

Manufacturer narrative:
Sample requested, but not received yet. Investigation is ongoing, and a follow-up report will be issued when completed.